Event description:
It is reported that the device was implanted in 2008 and was revised at approximately nine days later, due to infection.

Manufacturer narrative:
Evaluation summary: the sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance of 10-6 or better. The manufacturing lot specified in this complaint was processed according to the validated sterilization process parameters and met all of the acceptance criteria for sterility release. It has been determined through this investigation that the device specified in this complaint met the sterility assurance requirements of the FDA regulations and iso standards. Therefore, it is unlikely that the specified device caused or contributed to the patient infection. Evaluation method/results: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.